Event description:
It was reported, "they've had a problem in the far out past with one or two pumps" (refer to manufacturer report # 3007566237-2013-01643 for other pump) that reportedly had random motor stalls. It was later reported the rotor stalls were unexplained, took place on newly implanted pumps and required explant. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported there was no further information on the past event. ¿it was rumored that there was two pumps years ago (refer to manufacturing report # 3007566237-2013-01643 for other pump) with issues when synch two first came out. As rumors go, it may have never happened and apparently didn¿t if there isn¿t record of it.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The previously reported patient information was incorrect. This event involved an unknown patient.